Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4) displayed mid:01 (post watchdog) error message on was not confirmed during functional test; however, was confirmed in the event log. Most likely the root cause of the mid:01 is the variation in the tolerance of the component on the I/o printed circuit board interacting with the power supply under certain conditions. The components on the I/o printed circuit board were replaced to handle the tolerance variations. No physical damage on the console was observed during visual inspection. During event log review, a single mid:01 (post watchdog) error code was identified on the event date, thus, confirming the reported complaint. During functional testing, no issues or errors were observed. After I/o pcb, the thermogard ivtm console passed all functional tests without any fault or error.

Manufacturer narrative:
The thermogard console (sn (B)(4)) was returned to zoll on (B)(6) 2020 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) passed complete system check. However, the console displayed mid: 01(post watchdog) message after rebooting. No patient involvement.